Manufacturer narrative:
The customer requested just a replacement battery with no engineer evaluation.

Event description:
It was reported to philips that the device had a replace battery message. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4) and will be reported in the united states under device model # (B)(4).there was no reported patient involvement.